Event description:
It was reported the device failed culture test and was tested positive for gram negative rods twice. There is no patient infection associated on this reported event. No harm was reported , no user injury reported due to the event.

Manufacturer narrative:
Follow up communication with the customer, the following information were provided: microorganism was found during the culture test. The microorganisms found were: gram negative rods. Morganella morganii. There was no patient infection that occurred that they were aware of. The scope was in quarantine between samples when the scope tested positive twice. The endoscope instrument channel is where the microorganisms were detected from. The endoscopes are randomly cultured weekly. The scope was reprocessed on (B)(6) 2023. The testing method that was used to test the scope was environmental culture. The scope did not fail atp testing. The scope was not eto sterilized. Additionally, the following information were provided regarding the facility's reprocessing . The cleaning and disinfectant solutions used with the endoscope is intercept and medivators,ml02-0106. The minimum effective concentration is being checked daily. The type of aer being used to reprocess the endoscope is an olympus oer-pro. The serial number of the oer-pro is 2633224. The endoscope channel is being brushed during manual cleaning. The brush is a single use brush. The model is an olympus bw412t. Pre-cleaning is being performed by the gi techs immediately after a procedure. The pre-cleaning steps are being followed. The endoscope is being leak tested prior to manual cleaning. The leak tester being used is an olympus mu1. There have not been any problems noted with the aer. It is unknown when the last pm for the aer was performed. The date of the last reprocessing in-service conducted by an olympus endoscopy support specialist was on (B)(6) 2023. There has not been any change in the facilities reprocessing personnel since the last on-site visit by an olympus ess. All reprocessing personnel are trained on how to properly reprocess an endoscope. The endoscope is being stored in a ventilated cabinet that has hippa filters. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide reprocessing training. To date, the ess visit has not been finalized. In addition, the subject device was sent to an independent laboratory for microbial testing. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on third party olympus independent laboratory culture test results received and the legal manufacturers final investigation . The following results were obtained : prior to culture test, it was noted the endoscope was visually inspected prior to extraction. Visible debris was not observed. Visible damage was not observed. Results of the qualitative general organism screen: device initial culturing, the following results were obtained: 1) insertion section- tested positive with staphylococcus capitis 2) air/water channel- no growth 3) instrument/suction channel pseudomonas aeruginosa 4) auxiliary water channel- no growth secondary culturing performed: 1) insertion section- tested positive with staphylococcus capitis 2) air/water channel- no growth 3) instrument/suction channel ¿tested positive for pseudomonas aeruginosa (blood agar test), unidentified (negative rods) ((macconkey test) 4) auxiliary water channel- no growth observed. Environmental monitor: no growth. The scope was then ethylene oxide (eto) sterilized and returned to olympus . Legal manufacturer investigation: the root cause for the reported event cannot be conclusively specify. A review of the device history record found the subject device was shipped in accordance with specifications. Cleaning brush bw-412t was used with the subject device. Causal relation between the product involved and the event was unknown. Olympus endoscopy support specialist (ess) completed onsite observation on scope reprocessing and found no deviations. The customers reprocessing steps provided by the user were reviewed and confirmed that there was no obvious deviation from instruction for use (IFU) . During device evaluation, service business center (sbc ) device inspection result confirmed the following nonconformities: stains near the opening of biopsy channel port, multiple dents on the distal end cover, glue around the bending section cover was found deteriorated as pinholes, cracking, peeling, etc. Therefore, it was confirmed that the device did not satisfy its specifications or function. Instruction for use (IFU ) warns on insufficient reprocessing , ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation. Additionally, please refer to section d9 for the device receipt date (date when the device was received in olympus from the third party microbiological testing lab). Visual inspection was performed on the received condition. Inspection found the biopsy and suction channel were normal. Further inspection using a borescope found stains near the opening of the biopsy channel port. Suction channel was inspected using the borescope and observed no indication of any irregularities through the entire length of channel. The distal end was inspected under a microscope and found multiple abnormalities. Multiple dents on the distal end cover and the glue around the bending section cover found to be deteriorated as pinholes, cracking, peeling observed. Leak test was performed and device passed the leak with no issue noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.